Event description:
As reported by an affiliate, during a pci procedure, while trying to insert a brite tip sheath into the patient, the distal tip of the sheath was frayed (near the marker). There was difficulty inserting the device into the patient. Therefore, the physician stopped using the brite tip and a different sheath (terumo's 4f) was used instead. The procedure was finished successfully. There was no patient injury reported. The pci was conducted by femoral approach with the brite tip sheath. There is no information available about the patient and the lesion. The device was stored and prepped per IFU instructions. The device appear normal when it was removed from the package. The product will not be returned for analysis and there are no pictures available.

Manufacturer narrative:
Complaint conclusion: as reported by an affiliate, while attempting to insert a brite tip sheath into the patient during a pci procedure, the distal tip of the sheath became frayed (near the marker) and there was difficulty inserting the device into the patient. Therefore, the physician stopped using the brite tip and a different sheath (terumo 4f) was used instead to successfully complete the procedure. There was no patient injury reported. The pci was conducted via femoral approach. There is no information available about the access site characteristics. The device was stored and prepped per IFU instructions and the device appeared normal when it was removed from the package. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The cannula molding tip parameters were reviewed and were found to pass. Without the return of the device for analysis, the complaint cannot be confirmed. Since the frayed condition occurred while attempting to insert the device into the patient, access site characteristics may have contributed to the complaint (i.e. Scarring, calcification). There is no evidence that the complaint was related to a manufacturing issue, therefore, no corrective action will be taken.